Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic where it was discovered that noise over-sensing on the right ventricular lead was causing high ventricular rate episodes. No intervention was performed and patient will continue to be monitored. No patient symptoms were reported and patient was stable after the event.